Event description:
The customer reported that the image quality was not good.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep troubleshot and found that the kv was not adjusting properly. He ordered a kv controller pcb and replaced the b300 pcb. The unit is working as intended.